Event description:
It was reported that a log file review was requested, the event log file captured low flow events on (B)(6) 2020. The low flow events occurred at times when the pi is elevated. The low flow events seem to be a patient related issue and not an equipment related issue. It was reported that the initial cause of the low flow alarms on (B)(6) 2020 was hypovolemia. The second occurrence of low flow alarms on (B)(6) 2021 was due to massive upper gastrointestinal (gi) bleed. Low flow alarms initially resolved after patient received 1.5l normal saline (ns) bolus. Patient then had massive hematemesis requiring intubation and administration of 12 units prbc (packed red blood cells), 2 units cryoprecipitate, and 2 units ffp (fresh frozen plasma). Low flow alarms resumed in the setting of massive upper gi bleed. No documentation of low flow alarms or pi events on (B)(6) 2021 and (B)(6) 2021. It was reported that the device operated as expected. The pi events resolved. The patient experienced altered mental status at the time of event. Overall treatment included ns bolus, multiple blood products, inotropes and vasopressors. Patient was also intubated. On (B)(6) 2021, the patient received increased pressor support. Electrocardiogram showed ventricular tachycardia. Code blue was called. Patient status changed to dnr (do not resuscitate) and support was discontinued. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined, the account reported that the low flow alarms on (B)(6) 2020 were due to hypovolemia. Additionally, a specific cause for the reported gastrointestinal bleed, ventricular tachycardia, respiratory failure, and neurological dysfunction as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The submitted controller event log file contained data on (B)(6) 2020 from 0:24:11 to 3:51:45. There were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 143 low flow faults and 88 low flow alarms. There were no other abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19mar2019. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ ) lists bleeding, cardiac arrhythmia, other neurological dysfunction (not stroke-related), respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists hypovolemia as a potential late postimplant complication. Section 4 entitled ¿system monitor¿ explains that the low flow alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.